Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21095. The patient reported her scs system was explanted as it was not helping with her pain relief and was making it worse.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.